Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a recurring motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that a motor position encoder error was found in the insulin pump alarm history. Customer also mentioned to have received a no delivery and low battery alert and troubleshooting was performed and completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Pump passed the operating currents measurement, self test, unexpected alarm error test, rewind, basic occlusion test and displacement test. Unable to verify excessive no delivery alarm or perform the no delivery test due to motor error alarm. No motor position encoder error alarm noted., motor passed motor test. No unexpected low battery alarm or bad battery alarm noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.